Event description:
It was reported that an attempt was made to treat a lesion in an om graft. The vision would not cross and during an attempt to withdraw it from the vessel, the stent dislodged from the balloon in the ostium. A small dilatation balloon was advanced through the separated stent, where it was carried to the distal vessel and deployed in an unintended site without complications. Angiographic results were good and the pt is reported to be doing well.